Manufacturer narrative:
The investigation into the access site bleeding ¿ minor, the positioning issues, and the optical signal issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the optical signal issue was not determined since product was not returned and based on inconclusive results per data log review. The cause of the positioning issue was most likely use related per clinical review. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to acute heart failure. While on support, there was oozing from the access site and pressure dressing was applied. Additionally, there were placement signal unreliable alarms, however, support was continued. Furthermore, the impella's position was found to be flipped posterior. The staff attempted to reposition the pump unsuccessfully.